Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib has a white screen. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the device showed a white screen. Available information indicates that the reported issue was determined to be related to the battery per the asp in an email response. However, we are unable to confirm the final disposition of the device because there was no response to multiple requests for additional information. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of <3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because there was no response to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.